Manufacturer narrative:
Additional information of blood glucose value of the customer has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer's husband (B)(6) (hippa) is reporting customer has high blood glucose and received a no delivery alarm. The customer's blood glucose value was 241 mg/dl and blood glucose was monitored since the call and at 2:15 blood glucose was 229 mg/dl and 5:29 it was 228 mg/dl and 362 mg/dl and at 7:25 they gave correction and then blood glucose was checked at 7:50 it was 373 mg/dl. The customer was able to set insulin pump up till yesterday and blood glucose in the morning at 7:50 am it was 219 mg/dl and aft 2:35 pm it was 234 mg/dl and after correction then went to 204 mg/dl and at 6 pm last night it was 354 mg/dl. The customer tried to give her a delivery of insulin and also gave no delivery and at 8 pm last night blood glucose was 399 mg/dl and after correction at 9:20 pm it was 454 mg/dl and at 10;05 pm it was 465 mg/dl then at 10:40 pm it came down to 413 mg/dl and at 11:45 pm dropped to 292 mg/dl. The customer's blood glucose was at 12:25 am blood glucose was 241 mg/dl and at 2:15 am it was 229 mg/dl and after correction dose blood glucose at 5;30 am was 328 mg/dl and at 7:25 am blood glucose 362 mg/dl and at 7:50 am it was 373 mg/dl and now blood glucose was 373 mg/dl. Customer reports pain going down her left arm. Troubleshooting was performed. Customer performed manual prime and went to 13.0u. And no alert was triggered and insulin was coming out. Sending replacement infusion set mmt-399t.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the customer had high blood glucose and received a no delivery alarm. Blood glucose started at 354 mg/dl then they treated with the insulin pump and then it was 399 mg/dl so they treated with the insulin pump and then it was 455 mg/dl so they treated with an injection and it was 465 mg/dl so then they treated with an injection and it was 413 mg/dl. Customer has disconnected the insulin pump. Customer's blood glucose at time of incident was 364 mg/dl. The customer's blood glucose was 413 mg/dl at the time of call. Customer reports pain going down her left arm. Troubleshooting was performed. Customer performed manual prime and insulin exited without alert. The insulin pump was returned for analysis.